Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had a low and high blood glucose. Customer stated that the blood glucose was bouncing from 40 mg/dl to 500 mg/dl. Customer¿s current blood glucose value was 149 mg/dl. Customer did not report any symptoms for hypoglycemia. Customer was not using auto mode feature at the time of the event. Customer was using insulin pump system within 48 hours of reported low blood glucose. The insulin pump will not return for the analysis.